Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump and was instructed to continue using it, with guidance to report back if the malfunction recurred.